Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set disconnected from the plastic catheter adapter and the patient reattached them which led to peritonitis coincident with therapy for peritoneal dialysis. The patient was hospitalized for the peritonitis with symptoms including abdominal pain and cloudy effluent. The patient was treated with tobramycin intraperitoneally (ip) (dose and frequency unknown) and vancomycin ip (dose and frequency unknown) for the event. The patient was discharged from the hospital but later readmitted for recurrent peritonitis the next month. The patient began treatment with an unspecified oral antibiotic for the recurrent peritonitis. Again the patient was discharged from the hospital and later readmitted for the peritonitis four months after the initial onset. The patient¿s catheter was removed and hemodialysis was initiated. At the time of this report, the patient was reported to have recovered from the peritonitis. The patient was not retrained on aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.